Event description:
Per the surgeon's report, the patient's etiology of deafness was meningitis. Between the time of implantation and activation, he recovered a significant amount of hearing. Therefore, the device was not activated at that time. Recently, the device was activated and it was determined that there were several faulty electrodes (date of testing unknown). The surgeon explanted the device in 2/10/2006. He reimplanted a new device on the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738. Results / findings of analysis: there was a tear in the silicone carrier at the electrode lead exit from the stimulator. The results of tests performed with the device in saline solution showed that the tear in the silicone carrier caused a breach in the electrical insulation of the electrode wire assembly. The device passed all other tests conducted when it was dried.